Event description:
A resolution clip device was used during a colonoscopy procedure in an adult female pt (age and weight unk) in 2008. According to the complainant, "the clip deployed, but the delivery catheter would not release from the clip. The physician jiggled it, but it would not come loose. The physician tried several different methods of getting it to release and after over 20 minutes he was able to rotate the handle counterclockwise and the clip broke off released from the catheter." Reportedly, the "clip remains in the pt and is functioning as desired and the pt is fine."

Manufacturer narrative:
The device has been returned, but the eval is not complete; therefore, the relationship between the device and the cause of the event is undetermined. A search of the complaint database revealed no add'l complaints for this lot. The 2008 15-month hemostatic clipping product trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.